Event description:
According to the reporter: the balloon popped. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient.

Manufacturer narrative:
(B)(4).